Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The issue was investigated and it was determined that the system behaved as expected.

Event description:
As reported, as per data log review during this target market release (tmr) in this hemosphere alta monitor, it was found a discrepancy between the right ventricular cardiac output (corv), 5.7, and the integrated cardiac output (ico), 4.4/4.5. There was no error message displayed. There was no allegation reported of inappropriate patient treatment based on incorrect values provided. There was no allegation of patient injury. There will be no product return as this is a tmr.

Manufacturer narrative:
The product is not expected to be returned for analysis. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.